Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed on september 23, 1998. Approximately five months post procedure, the pt returned with vaginal erosion of the sling material and a suprapubic bone infection. The sling, sutures and anchors were removed on february 20, 1999. No further info is available regarding circumstances surrounding this event. The device was not returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "infection is a potential complication of any surgical procedure aseptic technique must be adhered to throughout the procedure...loss of fixation and/or visualization of implanted graft materials. A variety of materials utilized with soft tissue have been known to cause cancer and other adverse reactions such as tissue sensitivity and tissue erosion"